Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system got stuck on boot up screen and would not boot up all the way. During troubleshooting fse found the flex pc power supply has issue on boot up. Fse replaced the flexvision pc, reloaded software. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system got stuck on boot up screen and would not boot up all the way. The device was outside of clinical use at the time of the reported event. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexvision pc and hard drive. The device was returned to expected functionality.